Event description:
It was reported that during an unspecified procedure, a balloon rupture and dissection occurred, the area of treatment was a stenosis in a vein graft in the left popliteal. This was the 4th procedure to dilate this stenosis. A 4f introducer sheath was crossed-over through a tight left iliac stenosis to the left common artery. A .014 guide wire was then advanced through the tight stenosis in the left popliteal insitu by-pass. The lesion was predilated with a 4mm balloon, and the 2cm peripheral cutting balloon passed through very easily. Dilatation was performed 3 times with a good result in the very calcified stenosis. The 2cm peripheral cutting balloon was then advanced further to a stenosis 6cm below the initial one. The balloon was then inflated to 3-4 atms and a pinhole rupture and dissection occurred. The physician waited for 10 minutes and the dissection healed on its own with no further intervention required. The procedure was completed with this device, and no further patient complications were reported. Patient status was reported as 'good'.